Manufacturer narrative:
It was reported that the ventilator alarmed for low positive end expiratory pressure (peep) and generated technical error codes indicating control error and communication error. There was no patient harm. Our field service engineer checked the logs and found many alarms for peep low when using simv (pressure control)+pressure support mode but could not reproduce the reported problem during simulated use test ventilation. He found several occurrences of technical error codes indicating control and communication error in the device logs in the past and replaced the control printed circuit board (pcb) as a precaution. The ventilator was returned to customer and released for clinical use after passed tests. No further issues have been reported. The evaluation of received device logs confirms several occurrences of peep low but also high pressure on the reported date of event january 29, 2021 and the days before. The last pre-use check before the event passed five days earlier. There are several technical error codes indicating control and communication errors five to six months earlier. The visual inspection of the returned control pcb showed no anomalies. The control pcb was installed in the reference ventilator. Several pre-use checks passed and simulated use test ventilation ran for more than four days without any deficiency noted. If a defect related to previously generated technical error codes appears during ventilation, ventilation will stop and the user will be notified by a generated alarm and the corresponding technical error code. If the reported failure appears during startup, an alarm will be generated and ventilation cannot be started. The low peep alarms probably reflect the clinical situation at that time. The conclusion in this is that the reported technical error codes from five months earlier was confirmed in the device logs. No problem was found with the returned control pcb during laboratory tests, but an intermittent fault with the control pcb cannot be ruled out. The control pcb was replaced as a precaution.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator alarmed for low peep (positive end expiratory pressure) and generated technical error codes indicating control error and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).